Event description:
It was reported that pre-surgery it was observed that the attachment device got "too hot". The device was not used on a patient. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been evaluated and returned. The customer's reported complaint that the device "gets hot" was confirmed. A functional assessment was performed which confirmed that the temperature exceeded specification. This is due to normal wear over time. Should additional information become available, a supplemental medwatch report will be sent accordingly.